Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pace/sense portion of this right ventricular (rv) lead was not working. Hence, the pace/sense portion of the lead was capped. No additional adverse patient effects were reported.